Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the office manager at the health care professional (hcp) office called on (B)(6) 2017 reporting that the patient had met with a manufacturer representative but was still having problems. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s stimulator system stopped working and the patient wanted to meet with a manufacturer representative to have their system checked. It was also reported that the patient has a loss of therapy. The caller reported that the lost their stimulation on (B)(6) 2017, but they weren't sure. No further complications are anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.